Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation : capsular contracture, baker grade iii-IV.

Event description:
Physician reported left side capsular contracture, baker grade iii-IV. The device has been explanted.